Manufacturer narrative:
Probe evaluation confirmed the reported leak but found the leak at the 8cm mark, not the 8mm mark as initially reported. Unable to evaluate further in-house. Probe disassembled and sent to outside engineering firm for further examination. Outside engineering firm performed sem examination. The leak was identified and observations reported (in report dcn 15-hti.001-01, dated (B)(4) 2015). Per the report, it is recommended the tubing be split axially to facilitate examination of the internal surface, as well as further destructive analysis to positively identify the exact failure mechanism. Healthtronics opened issue review ir15-005 to further investigate the shaft leak (non-weld joint). All further evaluation and investigation of this issue will be contained within the issue review and associated CAPA.

Event description:
Patient here for a renal cryoablation. Doctor was testing a cryo probe for a gas leak and it was positive for a gas leak at the 8mm mark. Gas leak found, did not use probe on patient.

Manufacturer narrative:
Suspect probe received in-house 01/30/2015. Initial evaluation reported - probe was placed in thaw cycle, gas flow was normal. Gas leak was noticed on the shaft near the 8 cm mark, not 8mm as originally reported. Probe will be sent to an independent laboratory for further evaluation. A follow-up MDR will be submitted once the results of the outside evaluation are received and reviewed.